Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. Functional tests were unable to be performed due to the cable breakage. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation not reported by site: mechanical indentations were observed on the proximal clevis. Images associated with this reported event was submitted for review. Review of the provided images were consistent with the damage the customer described. No further escalations required for the image review. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, during the dissection of the uterus of the anterior part that was attached to the abdominal wall, movement of the permanent cautery hook instrument was lost, and the doctor reported that it had no movement, and it was observed to be damaged. The procedure was completed with a backup instrument with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected and there were no issues. The surgeon was doing a dissection when he said he felt a delay in the instrument, and it would not move much. The customer noticed the black cable was broken. There were no collisions with any other instruments. There was no arcing observed. No fragment fell into the patient.